Event description:
The customer reported that the c-arm powered on but the left screen was blank. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. All circuit boards, cable and connectors were reseated. The system was then found to be operating as intended.